Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead integrity alert was triggered due to high impedance, oversensing and noise. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. The primary analysis finding was that the proximal conductor had fractured. Blood/body fluid was observed in/on the helix/lobe mechanism and sleeve head, and on the fluid outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking, and was breached/cut.